Event description:
Pt had a variant of a gostric band procedure done at another facility. An inflatable band was used & connected to a subcutaneous port by way of a silastic catheter. Pt was subsequently admitted with a bowel obstruction. Band eroded into stomach & became tethered in small intestine causing bowel obstruction which required surgical intervention.